Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13k06034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain. Three days before the receipt of this report, the pt was hospitalized for the event. The next day, the pt began treatment with vancomycin (every 3 days, dose and route not reported) for peritonitis. Treatment was ongoing. On an unknown date, the pt was treated with unspecified pain medication. The cause of the peritonitis was unknown. Three days after admission to the hospital, the pt was discharged. At the time of this report, the pt was recovering and pd therapy was ongoing. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).